Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the unit was returned with its original pouch. The unit returned has distal end break, as part of overall visual revision. The device matches with upn provided by the customer. Visual inspection was performed and the device has a broken distal tip. The outer diameter (od) of the distal tip was measured and is within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors/ (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the obtuse marginal artery. A 182 pt graphix¿ guide wire was advanced to the lesion. During manipulation of the device, it was noted that the tip of the wire broke off. Snaring was performed however the physician was not able to reach the detached tip. The guide wire tip was lodged in the obtuse marginal artery. The procedure was completed using a different device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the obtuse marginal artery. A 182 pt graphix¿ guide wire was advanced to the lesion. During manipulation of the device, it was noted that the tip of the wire broke off. Snaring was performed however the physician was not able to reach the detached tip. The guide wire tip was lodged in the obtuse marginal artery. The procedure was completed using a different device. No patient complications were reported and the patient's status was fine.